Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported upstream occlusions which was not reproduced. The ultrasonic sensor calibrations were below intended range, which is a known cause of false, constant upstream occlusion alarms. The event history log (ehl) review was performed and revealed that the customer experienced multiple "upstream occlusion!" Alarms during the last days of use. The reported problem, upstream occlusions, was verified as false, constant upstream occlusion alarms. The cause was determined to be the ultrasonic sensor could not be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.